Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported an increase in brain pain which had been occurring daily. There was a report of a fall that could be related to the issue. The patient fell about a month prior on the right side and was not sure if the fall was related to the change in therapy or not. It was reported that the patient had the implantable neurostimulator (ins) set at the same setting for years. The patient would call the physician as this was a change in therapy control since their fall. There was a report that they always had pain in the brain but they had been experiencing lots of pain and feels like their brain was going to explode. It was reported that they felt like that when the ins needed to be charged but the ins was currently charged. Relevant medical history includes complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.